Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) experienced a thermal event while charging the device overnight. The patient reported the thermal damage blocks information from being viewed on the screen of the device, and the device will no longer power on. It was not reported if the charging cable being used to charge the pdm was the one sent with the device. No impact to the patient's blood glucose levels was reported. The patient did not experience any harm or require medical attention for the reported thermal event.